Event description:
It was reported that the ilet pump would not charge after multiple hours on the charger, the charger light was steady green, different outlets were attempted without success, the device felt overheated, the app showed the ilet as disconnected, and the event aligned with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.